Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint at interface board. The insulin pump was received with cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. It was reported that there were cracks on the battery compartment threads. The insulin pump was returned for analysis.